Event description:
It was reported that during a pph procedure, the device partially cut and the resected tissue remained attached to the staple line. It was manually cut. There was no pt consequence.